Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Replacement device was provided to the customer. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of gas mixing issue on a s5 gas blender system during procedure. There was no report of patient injury.

Manufacturer narrative:
Through follow-up communication livanova learned that the reported issue was solely caused by an user error and that no malfunction of device could be identified thus the reported event has been re-assessed as non reportable.